Manufacturer narrative:
(B)(4). Initial reporter state code: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. At approximately 5:00 pm during a walk, the patient began to feel symptoms of hypoglycemia and thought he could make it home. He stumbled, fell into a snowbank, and lost consciousness. He remembered a bystander asking him for his address and the person called emergency medical services (ems). He woke up in the ambulance and was given glucose. Paramedics told him the bg finger stick was 1.4 mmol/l and the cgm value was 3.4 mmol/l. He did not receive any low alerts. Other values were bg finger stick of 2.1 mmol/l and cgm value of 3.5 mmol/l. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.